Event description:
The customer stated that a positive architect troponin-I result of 0.644 ng/ml was questioned by a physician. The customer uses a cutoff of 0.04 ng/ml. The same sample retested at 0.005 ng/ml. The patient was redrawn one hour later and the architect troponin-I result was 0.004 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Customer returns were not available for testing. Review of historical ticket trending and lot search data did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 88621un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves one discreet sample. Retest of the original sample produced a negative result which matched the subsequent sample, indicating a possible sample integrity issue during the initial run. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).